Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the cable lot: 16a98 is working, but when the cable is moved close to the connector intermittent reading occurs. No known impact or consequence to patient.

Manufacturer narrative:
The returned cable was evaluated. The cable failed continuity testing, due to an open in the cable on the white conductor along the length of the cable. When tested on an in house physio control lifepak 15 monitor the "check sensor" error message was displayed, and an audible alarm was heard., corrected data: